Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed an alert for high voltage lead impedance out of range. It was discovered that the right ventricular lead exhibited low impedance. The patient was brought into the lab for a lead revision. Prior to the procedure, the device was checked, and the lead impedance was within range. The physician decided to continue with the procedure as planned and replace the lead. During the lead revision, the physician noted a breach in the insulation on the lead. The lead was capped and replaced on (B)(6) 2021. There were no patient consequences.